Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name should be olympus), e2, and e3. Additional information added to field h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that front panel segment display was damaged (phenomenon 1), and flow rate was unable to reach standard (phenomenon 2). The phenomenon 1 could have occurred due to a failure of the front panel unit, and regarding to phenomenon 2, it was presumed that this event occurred due to a failure of the first pressure reducer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the insufflation unit's front panel segment display was damaged and the flow rate could not reach the standard due to a defective primary pressure reducer. There was no patient involvement.